Manufacturer narrative:
This report is submitted on july 09, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.